Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
When the device is switched on with an adult cartridge, the AED prompts ¿check pads¿. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 17th october 2011. The device was returned for issuing ¿check pads¿ prompts when the device was power cycled. During the investigation it was found that the device was measuring impedance values incorrectly. The fault was traced back to corrosion the pcba. The faults could not be replicated when the corrosion was cleared from the pcba. This would confirm a failure due to corrosion. The device was still able to deliver shock therapy as demonstrated during the investigation, however, the devices ability to detect patient impedances correctly had been compromised and the device shock energy delivered was outside the acceptable range due to further corrosion observed on the hv capacitors and the discharge control circuitry. The corrosion observed on the usb contact collars, device screws, and across the pcba would indicate the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
When the device is switched on with an adult cartridge, the AED prompts ¿check pads¿. No patient involved.